Event description:
The customer contact reported a delay in critical therapy. On an unspecified date and time, the device was programmed to deliver levophed 8 mg/250 ml, at a rate of 45 ml/hr, and the delivery was started. No further programming parameters were provided. On (B) (6) 2010 at an unspecified time, the customer contact reported the device alarmed end of infusion. At that time, the nurse "acknowledged" the alarm. After an unspecified length of time, while adding a new container, the nurse reported the "bolus, primary and secondary" options on the touch screen were "greyed" out and the delivery on the primary line could not be stopped. After an unspecified length of time, the nurse was able to stop the primary line by pressing the "orange" button and choosing the "primary mode" on the touch screen. At that time, the nurse reported the screen "went white" and "caused the programming to be erased." It was reported that the patient's systolic blood pressure decreased to 70 mmhg from an unspecified level. After an unspecified length of time, the nurse was able to reprogram the device and the delivery was started. The customer contact reported the patient's blood pressure increased to 110 mmhg and returned to an unspecified baseline within approximately 30 minutes. No further medical interventions were required. The physician was not notified. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. (B) (4).